Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. On an unreported date two months ago, the patient began treatment with dianeal pd2, 1.5% and dianeal pd2, 4.25% therapies (doses, frequencies, and lot numbers not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). The action taken with dianeal therapies were not reported. On an unreported date, the patient had improper hand technique (details not provided) while doing pd which resulted in peritonitis. The peritonitis was manifested by abdominal pain and hazy drain. One day after occurrence, the patient was hospitalized for the peritonitis. The peritoneal effluent analysis was not preformed. The patient was treated with ciprofloxacin (dose, frequency, and route not reported) and cephalexin (dose, frequency, and route not reported) for peritonitis. The outcome of the peritonitis was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be as a break in aseptic technique described as the patient had improper hand technique while doing peritoneal dialysis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). Twelve and one half weeks after occurrence of the peritonitis the patient (pt) still had cloudy drain. The pt also received follow up at home at this time. On an unspecified date, the pt had completed antibiotic therapy with heparin incorporated (dose, frequency, and lot not reported). The pt was re-trained during confinement on proper aseptic technique for peritoneal dialysis.